Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a perforation in the proximal left anterior descending (lad) artery. The patient was experiencing cardiac tamponade and was unresponsive with agonal breathing. Two 2.8x19mm rx graftmaster stent systems were advanced but not able to be deployed due to inability to track the stent beyond the left main and into the lad. This may have been due to a previously implanted stent possibly hanging up and preventing the graftmaster stent systems to cross to the target lesion. The patient was ultimately taken into the operation room for surgery to treat the perforation and cardiac tamponade. Coronary artery bypass graft was performed. As of (B)(4) 2015 the non-abbott pump had been removed over 48 hours ago and the patient remains on a stable dose of vasopressors. The patient remains in the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Additional reported information indicates that the patient was discharged on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional 2.8x19mm rx graftmaster referenced is being filed under a separate medwatch report.